Event description:
In 2002, the pulmonary valve and conduit in question was implanted into a patient of unknown medical history. On 7/25/2002, the involved surgeon reported that the patient became septic within days of the surgery. The patient subsequently expired on the fourth day post-operative. No autopsy was performed on the receipient. Per the report, a culture of the lung grew klebsiella. As such, the surgeon reported the event to the manufacturer.